Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-jun-2019 with the following findings: during investigation, there was no activity related to pi observed in black box or download history. No voltage drops in black box. Unable to perform step 30 due to blank display. Pump leaks at crack in case (see pi 1-(B)(4)). Pump opened; moisture damage found on pcb. Blank display due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. .

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that the pump had no power. The reporter stated that there was moisture involved. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious injury associated with the complaint.